Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist devic (lvad). It was reported by the vad coordinator that the pt was admitted with suspected pump thrombus. The pt presented with nausea and vomiting, an elevated lactate dehydrogenase (ldh) level of 2000 u/l and high plasma free hemoglobin (pfh). Due to the pt having systemic lupus erythematosus (sle) and being positive for antiphospholipid antibodies (apla) makes her more prone to device thrombosis. Over the course, the pt was treated with heparin but still had significant signs of hemolysis with worsening renal function, and did not respond to medical therapy well. A ramp study confirmed device malfunction. A pump exchange was completed on (B)(6) 2014 through subcostal incision.